Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, a patient underwent an aortic valve replacement (avr), and concomitant mitral and tricuspid valvuloplasty. First, the mitral valvuloplasty was performed and a sorin memo 3d annuloplasty ring (size unknown) was implanted successfully. Next, this 23mm trifecta gt valve was implanted in the aortic position using non-everting mattress sutures and pledgets. Finally, while implanting an edwards mc3 tricuspid annuloplasty ring, an aortic dissection resulting in hemorrhaging was observed and repair consisted of an aortic root replacement. Per report, the surgeon suspected the trifecta gt stent post was likely in contact with the intima of the aorta. The trifecta gt valve was explanted as the user reports the stent post to be higher and sharper than other valves. A 23mm carpentier-edwards perimount magna ease aortic heart valve was implanted. The patient was reported to be recovering post-operatively.